Manufacturer narrative:
The reported event of failure to advance stylet was confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the inner coil inside the connector region to be over torqued, resulting in the inability for the stylet to be inserted.

Event description:
It was reported that the patient presented at clinic for an implant procedure. During the procedure, the patient's right ventricular (rv) lead was unable to be implanted on (B)(6) 2026 due to the stylet's failure to advance in the lead. The rv lead was successfully replaced, and the patient remained stable.